Manufacturer narrative:
Info for block a provided after filing the initial report. Block f10 device code was changed from 1562 to 1565 resulting from the evaluation. Code 2199 - not labeled. Code 1565 - labeled.

Event description:
Following a kissing balloon angioplasty procedure, the catheter balloon detached inside the sheath upon removal from the pt. No add'l procedures were performed. No pt injury or further complications were reported.